Manufacturer narrative:
The subject device has been returned to omsc for investigation. In the investigation, no abnormality such as buckling, scratch, smear or foreign material was found in the subject device during the observation inside the instrument channel and the suction channel. No significant smear, foreign material or scratch was found at the instrument channel port, around the cylinders, and at the distal end. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Based on the investigation for a reprocessing practice in the user facility, there was no deviation from the instruction manual. The exact cause of the reported event has not been identified at this time. The investigation on the subject device is still in process. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the instrument channel and the distal end of the subject device tested positive for y. Pseudotuberculosis. It has not been informed how many numbers of bacteria was detected. It was also informed that the subject device tested positive for bacillus in the additional microbiological testing by the user facility on (B)(6) 2017. It has not been informed which part of the subject device was positive for bacteria and how many numbers of bacteria was detected. The subject device had been disinfected using an olympus automated endoscope preprocessor model oer-3 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device investigation result. The subject device has been returned to olympus for investigation. In the investigation, it was confirmed that there were reduction in an angulation range, play in an angle, chipping on the glued part of the bending rubber, and a scratch on the insertion tube. Further, there were a scratch on the sw1 rubber cover and a crush of the universal code found. It could not be determined whether or not the defects found on the subject device is affected to the reported event.